Manufacturer narrative:
(B)(4). Batch # p5527x. The analysis found that one pcee60a device was returned with no apparent damage with an ecr60d cartridge not loaded in the device. Additionally, the reload was received with the right side fully fired, left side inner row fully fired and the left outer row partially fired 1/3. Upon evaluation of the reload, the cartridge body, one piece sled and deck were noted to be damaged. The damage to the cartridge is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an open gastrectomy, on one side of the staple lines, the staples were not formed properly at the first firing on gastric body. The cartridge color was gold. Additional hand suture was performed to complete the case. There were no adverse consequences to the patient.